Event description:
Additional information received reported that there was normal power consumption and the device was still at 3.72 volts. The device was okay and not depleted. The device was not replaced. The patient historically had to turn off the device to talk and it was not on very much, so there was very little use of power. Reprogramming eliminated stimulation induced side effects that included speech slurring, swallowing changes, walking, and balance disturbance.

Event description:
Additional information received reported that the patient had side effects. The healthcare provider (hcp) had tried to program around, but then the side effects came back after a week. The patient did not say what side effects he had, but the reporter suspected it was tingling. The patient noted that it was in the mouth and leg. The reporter also stated that the hcp planned on replacing the patient¿s devices due to battery depletion.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2001, product type implantable neurostimulator; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 3387-40, lot # l67133, implanted: (B)(6) 1999, product type lead; product ID 3389-40, lot # j0120728v, implanted: (B)(6) 2001, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2001, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced tingling and numbness in their left leg and arm. The patient was told by their physician that the tingling would not go away when stimulation was on. It was stated that the patient met with a company representative on june 17 and 18 of 2013 and they were able to get rid of the tingling and numbness and still maintain tremor control. By (B)(6) 2013, the patient stated that the "lost everything" and he was in a "pre-implant" state. It was stated that the company representative re-programmed the stimulation again and the patient got "some control" back, but he could not write and he was "slinging" his food. It was reported that the patient had fallen backward and hit his head. It was stated that the patient did not lose therapy, but he started to get side effects at that time. It was noted that the symptoms could have been caused by re-programming too. It was noted that this happened 6 years ago. Additional information received from the health care provider (hcp) reported that the cause of the event was "inappropriate stimulation parameters." It was stated that there was overstimulation and inappropriate anode selection. On (B)(6) 2013, the pulse width was reduced to 60 ms and changed the anodes used, and reduced the voltage. Symptoms reported were imbalance, gait disturbances, slurred speech, and bradykinesia. It was reported that the patient outcome was "no injury." It was reported that the patient was turning therapy off to walk and talk. After adjusting stimulation, the patient was able to walk and talk while the therapy was on. It was stated that the tremor was reduced 70% and stimulation side effects had been eliminated. Additional information received reported that were high impedances. Some impedance values were greater than 2,000 ohms. It was noted that the left side had the impedance issues, and the right side was controlled fine.